Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two unknown mentor gel implants. Post-operatively, the patient had some breast implant illness concerns. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2024. Upon removal, the implants were identified to have while granular dust and cloudiness. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 25, 2024, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination and material evaluation of the returned device. Visual analysis of the returned device determined that a white material was found on the surface of the sal smooth rnd diap 325cc breast implant on the anterior and posterior view. In addition, the breast implant was found to have a tear on the anterior view, measuring approximately 2.5 cm. Microscopic examination was performed on the edges of the tear found, and parallel striations were found in an area of the tear, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Additional investigation was performed to identify the chemical composition of the white material. Infrared results revealed that the white material exhibited the polydimethylsiloxane base material, the breast implant material masking the true nature of the unknown material. However, the source of origin for white material cannot be determined. The identification and characterization of the foreign material observed was compared to an existing toxicology report. The assessment concluded that the identified material, will not alter the biocompatibility profile of the finished product. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On august 29, 2024, mentor received additional information indicating that the suspect medical device is a 325cc mentor smooth round moderate profile (catalog: 3501650 lot: 1010119). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On september 2, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the correct date of explantation was on (B)(6) 2024.